Manufacturer narrative:
The technician isolated the issue to the scale circuit board. He replaced the scale circuit board to repair the bed.

Event description:
Info received indicates the bed exit is not alarming. The bed was found in the repair shop.